Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 570:320:844; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department during service mode. The specific process step that this failure occurred is unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 570:320:844 was confirmed during event history log review. Due to customer denial of the cost of repair estimate, no assignable cause was identified, no repairs were made to this pump and the device was returned un-repaired to the customer. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.